Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 8 previously reported events are included in this follow-up record. Product return status 5 devices were received. 3 device investigation types have not yet been determined. Event confirmation status 3 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 2 device were found to be affected by corroded bearings. 1 device was found to be affected by internal corrosion. 2 devices were found to be affected by compromised lubrication.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 8 events were reported for this quarter. Product return status: 2 devices were received. 6 device investigation types have not yet been determined. Event confirmation status: 1 reported event was confirmed. 1 reported event was not confirmed. Evaluation results: 1 device was found to be affected by corrosion. 1 device was found to be affected by compromised lubrication. Additional information: 8 devices were not labeled for single-use. 8 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: h10 8 previously reported events are included in this follow-up record. Product return status 4 devices were received. 4 device investigation types have not yet been determined. Event confirmation status 2 reported events were confirmed. 2 reported events were not confirmed. Evaluation results 2 device were found to be affected by corroded bearings. 1 device was found to be affected by internal corrosion. 1 device was found to be affected by compromised lubrication.

Event description:
This report summarizes <noe> 8 </noe> malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 8 previously reported events are included in this follow-up record. Product return status: 7 devices were received. 1 device was not available for evaluation.

Event description:
This report summarizes 8 malfunction events in which the device reportedly overheated. 7 events had no patient involvement; no patient impact. 1 event had patient involvement; no patient impact.